Manufacturer narrative:
(B)(6). Investigation results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for underfill was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported by a physician that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes were "hardly filling." There was no report of exposure, serious injury or medical intervention.